Manufacturer narrative:
Analysis of MFR's programming history database.

Event description:
It was initially reported that the pt was found to be programmed to unintentional settings typical of an incomplete diagnosis. Review of the MFR's programming history showed that there was a faulted system diagnosis that occurred with no final interrogation. The settings change was seen on subsequent appointments but was not corrected.